Event description:
The reporter experienced an er1 message one or two months ago and he believes it was a one time occurrence. He retested and got a reading, but doesn't remember if he used the color chart on the test strips to compare with the used test strips. He did not change his medication or experience symptoms.